Event description:
It was reported that a small volume intermate contained white particulate matter in the solution. This was noted before use. The device was compounded with flucloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured december 18, 2014 ¿ december 19, 2014. Visual inspection was performed and revealed a white particle floating in the solution of the device. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.